Event description:
It was reported to boston scientific corporation that a genesys hta procerva procedure set was used during a hydrothermablation (hta) procedure on an (B)(6), 2012. According to the complainant, the patient first had a laparoscopic ovarian cystectomy and external uterine endometriotic tissue removal prior to performing the hta procedure. During the hta procedure at approximately 5 to 6 minutes, the system generated three fluid loss alarms and automatically went into a cooling phase. The physician did not any evidence of a leak during this time. Post procedure the physician performed a dilation and curettage procedure. A visual inspection was performed and no patient complications were noted. Follow up visit on monday, (B)(6), 2012 a small quarter sized area of denuded skin with what looked like popped blisters in the perineal area and was classified as a 2nd degree burn. The physician prescribed pain medication (unknown), xylocaine and silvadene cream, and antibiotics to the patient. The patient was monitored several times that week. During another follow up visit on (B)(6), 2012 it was reported it that the perineal burn was healing well.

Manufacturer narrative:
(B)(4).the complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.